Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. They had been changing out the tubing. They received a compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshooting was performed. The device was not bumped or dropped prior to the alarm. It was found that the drive support cap was sticking out. The customer was assisted with getting out of the compromised force sensor system alarm. After rewinding the insulin pump the customer inserted a reservoir to get past the priming sequence. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. We were unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.